Event description:
The customer reported check vent alarms - backup alarm and auxiliary alarm power source failures. There was no patient involvement. A remote service engineer (rse) spoke with the customer. In the error log codes 1115 and 1104, consistent with auxiliary alarm supply failed and backup alarm failed, were logged together 5 times. Also found code 1101, consistent with ventilator restarted due to anomalies detected during operation, logged twice quite a way back in the log. The rse reviewed 1115 and 1104 and advised replacing the motor controller (mc) pcba. Reviewed suggested repair for the 1101 and advised to reinstall 2.30 software. Provided manual reference to get access to software. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10/h11: the customer did not respond to requests for additional information. If further information is obtained, the complaint will be reopened.